Event description:
A hemodialysis inpatient user facility reported during initiation, lots of bubbles were visible in the line. Clinic coord stated they primed with saline and everything looked good, did recirculation and were ready to do treatment. As soon as the blood hit the blood pump, air bubbles were visible in the line. Clinic coord stated that there was no impact to the pt and treatment was continued with a new tubing set. Nurse stated there were no defects seen on the lines. They changed out the lines to a different serial number and the issue was resolved. Sample has not been returned to the manufacturer.

Manufacturer narrative:
A plant investigation is in progress and a supplemental report will be submitted upon completion of the investigation.